Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had their ins battery replaced because it was low after 3 years. When asked if this was due to normal battery depletion the patient stated that it wasn¿t working so well and their healthcare provider checked the battery and told them that the ins was lower and wasn¿t 100%. The patient stated that their healthcare provider thought this had something to do with the ins battery and that was why their ins was replaced. The patient asked if the ins battery should have still worked at that time and the information was reviewed. The patient noted that the issue first occurred that summer. No further complications were reported.